Manufacturer narrative:
User error. Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room (ER) due to a blood glucose value that ranged from 470-471 mg/dl with high life threatening ketones. Prior to going to the ER, the customer administered a manual insulin injection in attempt to resolve the reported issue. Customer was treated with intravenous saline and insulin while in the ER and was released from the ER on (B)(6)2023 with no permanent damage. The cause of the reported issue was due to ongoing occlusion alarms. Reportedly, insulin from previous cartridges was being used when new cartridges were loaded. The contact was educated on proper cartridge and insulin usage. The occlusion alarms were resolved prior to the report with tandem technical support; therefor, troubleshooting was unable to be performed to determine a root cause.